Manufacturer narrative:
The investigation of the reported failure mode has been completed. Thrombosis: the root cause of the injury was unable to be determined due to insufficient clinical details. Device history review: the device passed all the post sterile inspection checks.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility had a cp pump placed to support the patient with an admission for cardiogenic shock complicating acute myocardial infarction. The pump was placed and after 6 days was explanted after weaning. The nurse held pressure and observed there was thrombosis. There was no noted treatment for the thrombosis/biomaterial at the pump.